Manufacturer narrative:
Physio-control replaced the OEM pcb assembly to resolve the reported issue.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself while monitoring a stemi patient and they were unable to restore power.  When medical personnel pressed the on/off button, the led's on the keypad would briefly flash but the device would not power on.   The customer advised that there were no adverse effects to the patient as a result of the reported issue.  The patient was being transported between hospitals when the reported issue was observed.  No further details about the patient or the event were provided.